Manufacturer narrative:
Manufacturer report no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). This manufacturer device record was initially reported due to the absence of information. Upon review of information provided by the customer, it was concluded that the reported malfunction was due to incorrect testing and is determined not to be a reportable event. Manufacturer report number 1314492-2015-11783 can be removed from the FDA database.

Event description:
It was initially reported that a spectrum pump failed the downstream occlusion test per the spectrum preventive maintenance procedure. The customer stated that the device was retested and ended up passing after he followed baxter guidance to make sure all the air was pulled out of the tubing channel before running the test.